Manufacturer narrative:
Product complaint # (B)(4). One mmsi final tightener ¿ x25 driver was received by the customer quality unit for evaluation. Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. The device history record review found no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) final tightener stripped during final tightening. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.